Manufacturer narrative:
To date the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.

Event description:
"During surgery head came off (broke) doctor went to smaller footprint." It was reported during the surgery training of the device the head came of the shaft after it was inserted into the pt's disc space. The surgeon removed it and used a smaller (8mm) implant. There was a 20 second delay in surgery and no injury to the pt.